Manufacturer narrative:
Documentation from reported event was reviewed by the company. Based on the periodic artifact detected and the switch in heart rate source from ECG to spo2, th missed ventricular fibrillation likely resulted from v-series monitor detecting the presence of esu artifact condition during the reported episode of ventricular fibrillation. The unit performed within the product's design and specifications. There was no device related malfunction.

Event description:
Customer reported a patient had an episode of a ventricular fibrillation and neither the v-series monitor nor the panorama central station initiated a ventricular fibrillation alarm, but that the panorama central station alarmed for high heart rate and run. No patient injury was reported.